Manufacturer narrative:
The revision reported was likely the result of incomplete seating of the liner during implantation, bone impingement, patient-related conditions, a post traumatic event, or any combination of these possibilities, which led to humeral liner disassociation. However, this cannot be confirmed as the devices were not returned for evaluation. Concomitants: eq rev glenoid plate - 320-15-01 - (B)(6) eq rev locking screw - 320-15-05 - (B)(6) equinoxe reverse 42mm glenosphere - 320-01-42 - (B)(6) equinoxe reverse 42mm humeral liner +2.5 - 320-42-03 - (B)(6) eq reverse torque defining screw kit - 320-20-00 - (B)(6) equinoxe reverse 42mm humeral liner +2.5 - 320-42-03 - (B)(6) equinoxe preserve stem 9mm - 300-30-09 - (B)(6).

Event description:
As reported , approximately four years post initial left total shoulder arthroplasty (tsa), the patient was revised due to humeral liner dissociation. The patient's glenosphere, liner, adapter tray, screw kit and locking screw were revised. There was no breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.